Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the products remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. UDI # (B)(4). Tibial tray item # 141274 lot # 127910. Finned stem item # 141314 lot # 479370. Patella item # 141357 lot # 778860. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02709, 0001825034-2019-02710, 0001825034-2019-02711.

Event description:
It was reported that a patient underwent left total knee arthroplasty approximately 3.5 years ago; subsequently the patient is being revised for unknown reason at a future date. Attempts have been made, and no further information has been provided.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.